Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling. The other trek device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that during a procedure of the unspecified vessel, the 2.5 x 12 mm trek balloon dilatation catheter was attempted to be inflated but would not inflate; this occurred with two different devices. After removal from the anatomy, a hole was noted in the device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.